Event description:
A follow up calls were made and the customer reported that she needed medical assistance, but it was not directly related to the insulin pump. The customer stated that on (B)(6) she had bolused at lunch for the amount of carbs that she thought she was going to be eating, but only ate half and then she got busy at work. The customer stated that she stopped at the store before going back home and felt low. She ate some raisins, but apparently had a seizure and the next thing she remembers was walking in the emergency room. The customer had fallen and hit her head on the concrete and cracked her head open. The customer required staples and was given a cat scan. The caller was not wearing her sensor that day and felt that if she had been wearing, it would not have happened the accident. The blood glucose at time of the admittance was 39mg/dl, but had been lower because she was treated with glucagon at the scene. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.